Manufacturer narrative:
Batch # d5ht6r, d5hp38. (B)(4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during mfg process.

Event description:
It was reported that during a lap gastric bypass procedure, during first firing of the device with a blue reload, the first stroke made a big audible "crash" with attempt for two other unsuccessful strokes (no cut, only a few staples not completely shaped on approximately one third of the normal section line). A second attempt with a gold reload gave the same result. Another device was used to complete the procedure. No pt consequences were reported.